Event description:
A caller reported that the battery charge dropped by 70% in a short period, but it did not fall to 5% and did not result in an unexpected shutdown. There was no adverse impact on the customer's blood glucose level. The call was acknowledged as current, and the pump's software version was confirmed as 7.8. The customer was able to upload the pump data for further investigation and follow-up by cts.